Event description:
It was reported that for a pulse field ablation (pfa) procedure, a farawave pulse field ablation catheter was selected for use. During the procedure, upon deploying the catheter in to flower the guidewire became stuck. There was also severe resistance when the farawave was shaped into a flower. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received and is pending laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure, a farawave pulse field ablation catheter was selected for use. During the procedure, upon deploying the catheter in to flower the guidewire became stuck. There was also severe resistance when the farawave was shaped into a flower. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.